Manufacturer narrative:
H6: corrected manufacturer narrative: the reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5, (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4, g3, h6. MDR section codes updated/corrected: b. The reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.